Event description:
Dr went to use gia 55 with first reload. Gun fired, but did not seal tissue. Another reload was used. The same thing occurred. A new gun was used. The first reload on the second gun again did not seal tissue. Another reload was used in second gun & the same thing happened again. A third gun was used to finish seal.